Event description:
It was reported that implant became loose due to infection and was removed. Sinus perforation was also reported. Patient had to return to place a new implant after 2/3 months. Implant fell out at home and the client threw it away.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided. Additional 510(k) number is k013227.

Manufacturer narrative:
After further review and additional information received by the customer, this event would not result in a serious injury or sentinel event as the customer reported sinus perforation by mistake. As a result, a retraction was submitted to the FDA for MFR #0002023141 - 2022 - 02260 and the dt was reassessed as not reportable. This event did not result in a serious injury and is not likely to if the event were to recur. No significant delay or decline in the patient's status due to the procedure and no additional surgical or medical intervention was required to resolve issue. Therefore, this malfunction is deemed as not reportable.

Event description:
Additional information was received by the customer indication sinus perforation was reported in error by the customer. The implant lost integration and therefore fell out on it's own.